Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Lead 5076 with device ID (B) (4) was not returned for review analysis. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure the 5076 lead helix was unable to deploy. Lead did not move smoothly; hard time advancing. Additional information received from the physician office was that the 6943 lead was capped and replaced due to high impedance. The 5076 lead was not implanted. No patient complications have been reported as a result of this event.